Event description:
A customer reported an altitude alarm on the pump. There was no adverse impact to the customer's blood glucose level. The customer replaced the cartridge to resolve the issue and the pump resumed normal operation.